Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. (B)(4)

Event description:
An attorney's office is alleging its client was burned by a heating pad. There was not a report of property damage with this incident.

Event description:
An attorney's office is alleging its client was burned by a heating pad. There was not a report of property damage with this incident.